Manufacturer narrative:
Combination product: yes.

Event description:
System was implanted and then patient underwent an aflutter ablation. During the ablation, the rv lead dislodged so we went in again to reposition it. Patient had severe tr so rv placement was difficult. During our repositioning attempts, patient was having pain in their left shoulder and arterial bleeding. They also had a fistula in their left arm, so all these factors led to the physician deciding to abandon the left side and go to the right. The system was explanted and physician decided to implant a single chamber pacemaker system on the right side. The leads from the left side were not re-used to avoid increased infection risk, per the physicians request. Should additional information become available, this file will be updated.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.